Manufacturer narrative:
Na

Event description:
It was reported that during the ventilator checkout, the ventilator had a no flow condition with an audible alarm. The ventilator was not connected to a pt when the reported problem occurred.